Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "internal electrical short and had burn/heat damage". The reported "internal electrical short and had burn/heat damage" was verified through a visual inspection which observed melted plastic in the area of a positive battery contact pin, blistered conformal coating on a back flex component and heat damages was also observed on the processor board shielding. The reported symptom was determined to be overheating caused by fluid intrusion in the wireless battery module. The rear case and processor board shielding were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an internal electrical short and had burn/heat damage. There was no known patient injury or medical intervention associated with this event. No additional information is available.